Event description:
It was reported that during logfile review the ventricular assist device (vad) exhibited low flow alarms and the controller exhibited vad disconnect alarms and a loss of power. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the apogee international study. Additional products: heartware ventricular assist system ¿ controller 2.0, model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 25-jun-2020, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. Raw log files were not available for analysis. Review of the available autolog report revealed five (5) low flow alarms have been logged since (B)(6) 2021. Additionally, a controller power up event was logged on (B)(6) 2021 at 10:48:20. The controller was without power for greater than one (1) hour. Two (2) vad disconnect alarms were logged on (B)(6) 2021 and (B)(6) 2021 at 10:47:13 and 11:43:40 respectively. As a result, the reported low flow, controller power up and vad disconnect alarms were confirmed. Based on the limited information available, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or a controller exchange. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the vad disconnect alarms can be attributed but not limited to a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Additional products: (B)(6) ¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.